Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a right-side possible deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right-side possible deflation. Device has been explanted.